Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia and decreased renal function. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod on the abdomen between 24 and 36 hours. Symptoms reported include polyuria, polydipsia and ocular pressure. The patient was treated with liters of unspecified fluids to improve the renal function. The patient was discharged on the same day. The pod was not removed.